Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was reported to be found in the 3c area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken door to be an issue with the latch/handle, hinge stop area.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken door was confirmed and reproduced as the door was broken in the latch area. The cause of the reported condition was attributed to mishandling, but a definitive root cause is unknown at this time. The pump head door was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.